Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "pace defib device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during review of the device data logs. However, the device passed all testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device log shows an instance of a pace/defib reset, which will cause a defib failure. However, all cardioversion discharges were successful once the device recovered. Analysis of reports of this type has not identified an increase in trend.